Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an encore inflation device was opened for a procedure on (B)(6) 2017. According to the complainant, it was noted that the device¿s inner plastic blister was cracked. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the complaint device revealed that the tray was sealed. A crack was noticed on original tray near the rear part of the encore device gauge which compromised the sterility of the device. Based on the condition of the returned device, the reported complaint was confirmed. There is not enough information available to determine what caused the reported failure; therefore, the most probable root cause could not be determined. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. (B)(4).

Event description:
It was reported to boston scientific corporation that an encore inflation device was opened for a procedure on (B)(6) 2017. According to the complainant, it was noted that the device's inner plastic blister was cracked. There were no patient complications reported as a result of this event.